Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included defib and analyze functionality testing and vibration without duplicating the malfunction. Additionally, the device's activity log from the event was overwritten and no clinical files were available to review. It's important to mention that the multifunction cable and pads used during the time of the event were not returned for evaluation as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.